Manufacturer narrative:
Corrections to MFR report number: 2955842-2025-05803. H8. Was updated to initial use of device. Annex code a was updated to a0414.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information: customer stated they checked with the team in the or room that day: the instrument was working, but metal wires were visible between the instrument' jaws. Jaws. For safety reasons, it was immediately replaced.